Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was use on a patient. During, use the staff experienced pump valve controller failure alarms. As a result, when the patient arrived at the receiving facility, the pump was changed. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). No iabp parts was returned to teleflex (B)(4) for investigation. The reported complaint of "system error 3 alarm" was confirmed by the field service agent. The field service agent found a burnt connector on the m-force driver which would trigger the reported alarm. The root cause of the burnt components is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was use on a patient. During, use the staff experienced pump valve controller failure alarms. As a result, when the patient arrived at the receiving facility, the pump was changed. There was no report of patient complication or serious injury and death.